Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller with resetting pump, and customer may continue to use the pump. Caller was instructed to call back if any malfunction code recurs.